Event description:
It was reported that a revision surgery was performed in the patient due to tibial subsidence. The tibial baseplate was found to be loose. Patella and insert were also exchanged. Tibial baseplate identified as the primary reason for revision.

Manufacturer narrative:
The associated genesis ii cemented tibial baseplate, genesis ii biconvex patella component and genesis ii ps high flexion insert were not returned for evaluation. However, device details were provided. Therefore, the review of manufacturing records was conducted which did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A clinical evaluation noted that it has been communicated via email that no additional relevant supporting clinical information is available and there is no report of the patient's current condition. Therefore based on insufficient information, no further clinical assessment can be performed at this time. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.